Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's coil had moved, thus a revision surgery was done.

Manufacturer narrative:
Additional information: according to the information received from the field the implant coil moved from its intended position. A re-positioning surgery was performed during which the device was explanted. Further the implant site appeared to be infected. However, no culture results are available. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. The explanted device has not been received for investigation yet.

Event description:
Reportedly the user's coil had moved, thus a revision surgery was done. Upon opening the skin flap, the device slipped out even further which caused the clinic to explant the device. The implant site appeared to be infected, thus sample were sent to pathology. The user will be reimplanted in 6 months ( (B)(6) 2023).